Event description:
The pt contacted lifescan and reported that their one touch ultra meter had a power issue. Medical affairs specialist called and left a message for the pt. A letter will be sent since there was no response. The pt had reported that the last time they were able to test on the meter was three weeks ago. They were experiencing a power issue and was not able to test. They were taken to the hosp (unk date/time) since they could not use their meter and their "sugar level was up to 600". It is unk if this result was a test on in the hosp or the back-up meter. It is also unk if they had attempted to test on the subject meter prior to going to the hosp. Their symptoms at the time of concern, and their medication regimen were also not provided. During troubleshooting, it was verified that they were using the correct test strips. They were asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed. It was last replaced less than a year ago and the condition of the battery contacts was also good. Therefore, the power issue was not resolved. A replacement meter, control solution, and test strips were sent to the pt.